Manufacturer narrative:
Date patient pain began is not known. (B)(4). Date of implant reported as more than two years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 8mm multiloc proximal humeral nail-left and unknown quantity of screws at another facility more than two (2) years prior to removal. Patient presented with shoulder pain on (B)(6) 2017. It was determined patient had a rotator cuff tear. Patient was returned to surgery on (B)(6) 2017 for removal of the humeral nail and screws. Removal procedure was completed with no issues. Surgeon initially stated the slight protrusion of the nail was the likely cause of patient pain, but added that the most proximal locking screw head had been interfering with the deltoid muscle attachment site. It was also noted the nail top seemed to have been embedded within cartilage. The rotator cuff was sutured during the removal surgery. Patient is to follow up with rehabilitation. Surgery was completed successfully with no delay. This report is for one (1) 8mm multiloc proximal humeral nail-left. This is report 1 of 1 for (B)(4).